Manufacturer narrative:
(B)(4). Patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested.

Event description:
Cormet revision.

Manufacturer narrative:
(B)(4). Patient notes, pathology reports, post primary and pre-revision x-rays, explant and reason for revision have been requested.